Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous and calcified left common iliac artery. The 4.0 x 40mm sterling otw (over the wire) balloon catheter was advanced to the lesion and ruptured upon the first inflation at 6 atms. The procedure was successfully completed with an unk size synergy balloon catheter. No pt injury or complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.